Event description:
Red knee [erythema], hot knee [joint warmth], knee very swollen [joint swelling], knee effusion [joint effusion]. Case description: a spontaneous report was received on (B)(6) 2009 from a healthcare provider (hcp) via a company rep regarding a male pt with a history of osteoarthritis, initials (B)(6), who experienced knee redness, knee warmth, knee swelling, and knee effusion after starting synvisc. The pt had a history of previous treatments with synvisc. He received two injections of synvisc into his knee (laterality unspecified) on (B)(6) 2009. The hcp stated that at an unspecified time after the pt's second injection of synvisc the injected knee became "red, hot and very swollen." Approx 80 cc of fluid was aspirated from the injected knee (unspecified date). No other info was provided. At the time of this report, the outcome of the pt was unk. Additional info was received on (B)(6) 2009 from a healthcare provider (hcp) who confirmed the pt had a history of osteoarthritis for one year. He updated the medical history to include no prior effusions and no previous treatment with nsaids, steroids, or viscosupplementation. The hcp confirmed the pt received two synvisc injections in the left knee on (B)(6) 2009 with no effusion collected before the injections. He confirmed the pt experienced left knee redness, hot knee, swollen knee and knee effusion and reported that the events were severe in intensity. He commented that red knee, hot knee, and swollen knee were definitely related to synvisc, but did not comment on the relationship of synvisc to knee effusion. The hcp reported that he aspirated 60cc of greenish tinged fluid from the left knee (no laboratory report provided) and the pt was given 1cc of kenalog and 2cc of xylocaine. At the time of this report ((B)(6) 2009) the pt had recovered. No lot number was provided.

Manufacturer narrative:
Eval summary - the product lot number was not provided, therefore, a batch record review is not possible. It is the requirement to review all finished batch records for conformance to specs prior to release. Any out of spec result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.